Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contributed to pt injury. Device issue: balloon rupture. It was reported that after a pre-dilatation, another company's stent was deployed in the lad. A perforation occurred at the distal end of the stent. The esprit was delivered for bail-out but during the first inflation, the balloon rupture at 4-6 atm. It was replaced by another company's balloon and successfully arrested the bleeding. A pinhole was observed in the balloon. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident factors that may contribute to balloon damage are not limited to, manufacturing, materials, pt anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The anatomy was described as mildly calcified and mildly tortuous, which could have contributed to the balloon rupture. The balloon was inflated within a stent, which could have also contributed to the balloon damage. A review of the manufacturing records revealed there were no units rejected for leaks at the balloon/seal. No determination can be made as to the root cause of the reported discrepancy.